Event description:
Synthes consultant reported: matrix neuro set lid has peeling graphics. The peeled graphics are reportedly getting into the plates and screws when washed. This is 1 of 2 reports.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.